Manufacturer narrative:
The device was received with blank display due to corroded electronic assembly. Corroded motor assembly and corroded battery tube noted during visual inspection. Unable to confirm critical pump error alarm due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump keeps alarming critical error. Customer was assisted in turning off the pump. The customer's blood glucose was unknown. Troubleshooting did not resolve the issue. It is unknown if the insulin pump will be returned for analysis.